Manufacturer narrative:
During preparation of an outback, it was reported that the angle of the cannula deployment was incorrect. Therefore, it was replaced with a new outback and two smart stents were implanted. The procedure was completed successfully. There was no reported patient injury. The target lesion was the superficial femoral artery. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was 100% (cto). The device was prepped according to the instruction for use (IFU). There were no damages noted to the device packaging. The product was not clinically used. No other information is available at this time. The product was not returned for analysis. Review of lot 17656975 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. The product IFU instructs the user to always visualize tracking of the catheter tip over the aorto-iliac bifurcation. It furthers recommends that if strong resistance is felt during catheter manipulation/delivery, determine the cause of the resistance before proceeding further. Excessive rotation, bending or kinking of the outback catheter may affect its¿ performance. The IFU instructs the user to withdraw the catheter if it becomes excessively kinked. Tracking the outback through an acute vessel angle, such as the aorto-iliac bifurcation, may contribute to the reported events. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Event description:
During preparation of an outback, it was reported that the angle of the cannula deployment was not as it is supposed to deploy (the direction of cannula deployment was incorrect). Therefore it was replaced with a new outback and two smart stents were implanted. The procedure was completed successfully. There was no reported patient injury. The target lesion was the superficial femoral artery. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was 100 % (cto). The device was prepped according to the instruction for use (IFU). There were no damages noted to the device packaging. The product was not clinically used and will not be returned for analysis. No other information was provided.